Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022677 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022677, test base part number 190-430 / lot: 1022677. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference.

Manufacturer narrative:
B5: additional information received identified that per the customer, no patient harm occurred. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01590, 1221359-2021-01591, 1221359-2021-01619. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results on (B)(6) 2021 and (B)(6) 2021 for two (2) patients using two (2) different lots. This MFR. Report addresses patient three (3) and is three (3) of four (4). The customer reported false negative results on direct tested nasopharyngeal swabs (floqswabs copan) while using the idnow covid-19 assay on (B)(6) 2021. Repeat testing was not performed. Rt pcr confirmation testing on a nasopharyngeal swab in viral transport medium on (B)(6) 2021 generated positive results. The customer noted the sample used for confirmation testing was collected (B)(6) 2021. Additional testing took place (B)(6) 2021 (1221359-2021-01619). Per the customer, the patient was not symptomatic and was not known to be positive for covid-19. Although the customer was able to provide the false result lead to performance of an incorrect medical treatment or procedure, patient harm, type of treatment and impact/delay was not available.